Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a, lot# j0108142v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a ,lot# j0340304v, implanted: (B)(6) 2003, product type: lead.

Event description:
Information received from the patient reported that they had "horrific headaches". X-rays that were taken showed a "broken or disconnected wire". Follow up information received from the healthcare professional (hcp) on (B)(6) 2007 reported that the patient had an ineffective pns system and was schedule for a revision. The patient outcome was reported as recovered without sequelae. Additional information received from the consumer on (B)(6) 2016 confirmed that the "wires broke" and in 2006 the patient made a trip to (B)(6) to fix the leads. The indication for use for the implanted device was noted headache. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.